Event description:
It was reported the patient had symptoms and presented to the emergency room and everything looked good with the system check but it was observed that the right ventricular (rv) lead capture management readings were variable. A manual threshold test was done along with patient movement, and there was loss of capture seen only with deep inspiration at 4 volts at 0.4 milliseconds but without deep breathing the rv lead was capturing at 1.5 volts. It was noted that a chest x-ray had been done and it did not appear the lead had moved. The rv lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (B)(6) 2012; 4076 implantable pacing lead (B)(6) 2012. (B)(4).